Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01802, 0001825034-2019-01833, and 0001825034-2019-01834. Concomitant medical devices: vngd ps+ tib brg 16x71/75mm catalog#: 183746 lot#: 150160, unknown vanguard tibial tray catalog#: ni lot#: ni. Report source - foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee arthroplasty. Subsequently, the patient was revised due to infection within one month post primary implantation. The infected bearing was reused as the size was not available at the time of surgery. A surgical delay of one (1) hour was noted. Attempts have been made and no further information has been provided.

Event description:
No additional information was available to report at this time.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information received, it was determined that this product is not reportable. The initial report was submitted in error.